Manufacturer narrative:
According to the information provided by the technician, the peep values were higher than set. During on-site visit the issue was not reproduced. The device passed all performance tests and was returned to clinical use. No technical malfunction of the ventilator was found. Peep is maintained in the alveoli and may prevent the collapse of the airways. Peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Device's logs were not provided for further analysis. The investigation findings confirm that there was no problem with the device.

Event description:
It was reported that the value of positive end expiratory pressure (peep) was inaccurate. There was no patient harm. Manufacturer's ref. #: (B)(4).